Manufacturer narrative:
Evaluation codes: method-(other): a cartridge lot number search was performed and one similar complaint was found. An injector lot number search was performed and fifteen similar complaints were found. Conclusions- (other): based on the complaint history and lot number searches, a likely root cause of the event has been determined to be due to the cartridge.

Event description:
The reporter stated an eyeonics lens tore while the technician was loading the lens into the cartridge and there was no pt contact. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the mtc-60c fp cartridge.